Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device shut down following an unspecified alarm condition. At an unspecified time, the nurse reported the device spontaneously shut down following an unspecified alarm condition. No specific patient information, pump programming, or event details were provided. It was unspecified if the device was removed from clinical use. On (B)(6) 2013, the customer contact reported the patient expired. The cause of death was unspecified. Multiple unsuccessful attempts were made to additional information.